Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "deformity", "pain" and "small cysts".

Event description:
Healthcare professional a left side rupture, "deformity", "pain" and "small cysts". The device remains implanted.

Event description:
The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.6b, e.1, e.2, e.3, g.1, h.6.